Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned.

Event description:
It was reported that during the implant procedure after testing the lead on the table, it turned out ok but took 20 turns and still did not retract. The lead was not implanted. No patient complications have been reported as a result of this event.